Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.